Event description:
Reference: MDR 1220063-2009-00015. Per telephone communication with draeger medical regarding the submittal of additional mdrs for each serial number listed on the initial MDR submitted, draeger is submitting this report. It was reported that there was a temporary loss of the cardio-respiratory data of pts who are connected to the monitor; then spontaneous "re-start". No pt injury was reported. (B)(4).

Manufacturer narrative:
It should be noted that the logs sent by the complainant are from two different pt monitors. For the second monitor, (B)(4), the diagnostic logs we received were overwritten. Despite our best efforts, the exact root cause could not be determined due to missing info. No corrective actions are planned by the manufacturer at this time. We will continue to monitor for similar reports of this condition.